Manufacturer narrative:
D9; date returned to mfg: 12/18/2024. One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing performed and verified the reported complaint. The visual inspection found that the latch lock mechanism was bent. The cause of the reported complaint is a faulty latch/lock sensor. The latch lock flex was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41541 - 3003. There was no patient involvement. The issue was discovered during testing.